Event description:
Abbott binax now covid 19 antigen self test eua 1 kit of 2 received was missing all instructions for use. The 2nd kit had the english and spanish insert sheets, so the kit could be used.